Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A manufacturing review is in progress and a supplementary medwatch report will be filed when additional information becomes available.

Event description:
A peritoneal dialysis patient reported a fluid leaking from inside the cassette door of the patient's peritoneal dialysis cycler following treatment. The patient's peritoneal dialysis nurse stated that the patient experienced no adverse event as a result of the fluid leak. The patient was not administered an antibiotic and was not hospitalized. The set was discarded.